Event description:
The customer reported that the unit fails the charge/shock, defib tests, and pacer tests.

Manufacturer narrative:
The customer reported that the unit fails the charge/shock, defib tests, and pacer tests. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.